Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the subject device had blacked out image. The event occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h3; h6 and h11 the device was not returned to olympus for inspection. The investigation will be conducted based on the available information. The field service engineer (fse) was dispatched to the customer site. During the inspection, it was noted that the olympus cv-190 and clv-190 were connected to a universal power supply (ups). It was reported that during the blacked-out image, the ups was beeping. The fse could not recreate the problem and moved the clv-190 to another room to confirm that the image issue was related to ups. The fse recommended either not using a ups or replace it with one that can handle the load. The complaint was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.